Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated as no used cartridges were returned with the device.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarm 1 (no pressure change when expected) occurred. The customer's blood glucose level was 117 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.